Event description:
During a review of a vns patient's programming history, it was revealed that the patient's vns device had been inadvertently disabled due to an interrupted diagnostics test. The programming history indicates that a final interrogation of the patient's device was not performed as the last step of the programming session and that the event was not corrected until the patient's follow up visit. As indicated in product labeling, cyberonics recommends interrogating the pulse generator as the last step of any programming or diagnostic session to verify correct settings for each parameter.

Manufacturer narrative:
Results: analysis of programming history.